Manufacturer narrative:
Device evaluation: cylinder puncture due to the physician was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with the alleged events. The other cylinder performed within specifications. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. Based on the reported events that the device was not used due to physician error, the pump functional test failure is not considered a probable cause for this event. The product analysis confirmed the punctured cylinder. Based on the product investigation, no escalation is required.

Event description:
It was reported that an inflatable penile prosthesis (ipp) preconnected cylinders and pump was not used because "the urologist pricked one of the prosthesis cylinders with the suture needle." The surgery was completed using another device. It was further reported that the cylinder was punctured when the physician was suturing to close the tissue. The physician found the puncture when testing the device inside the patient. No device issues or malfunctions contributed to the event and there were no patient complications as a result of this event.